Manufacturer narrative:
Initial reporter (email address): (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. . Reason for reoperation: lymphoma-alcl-suspected (markers not reported) and aging of the implant.

Event description:
Healthcare professional reported for left side "anatomopathological diagnosis of alcl following removal of left side implant due to ageing of the implant". Histopathological markers cd30+ and alk- have not been received. The device has been explanted.